Event description:
It was reported that the thread stripped. The thread broke in surgery but was removed from the patient. No patient injury or complications were reported.

Manufacturer narrative:
One (B)(4) healicoil pk 4.5mm-2 ub ii (blue-cobraid device returned. The device was used for a shoulder arthroscopy. It was returned with the anchor and two sutures; blue and blue/white cobraid. The anchor is still threaded. The device forks are slightly spread out of parallelism. The compression spring sliding ring functions as intended. There are proximal threads absent from the anchor. The pieces were not with the device. There is light burnishing of the distal threads. No clinical details were conveyed. It is unknown whether recommended site preparation was followed. The flared inserter forks indicate possible off axis insertion which could present problems with even centralized pressure on the anchor and inserter. No root cause associated with the manufacture of this device could be supported. No further investigation warranted.